Event description:
A report has been received that has reported that the lift pump does not hold any pressure at all even without weight. If the boom is pumped up the lift will slowly go down on its own or bleed off on its own. No injury or ill effect.